Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: system controllerspecific component(s) involved: external controller malfunctionadditional text: pt had red heart alarm and msg to change controllerother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: